Event description:
It was reported that during a bwi clinical study, a 78-year-old male patient underwent a non-ischemic ventricular tachycardia ablation procedure on (B)(6) 2022 with a carto vizigo¿ 8.5f bi-directional guiding sheath - large. They experienced a device deficiency; the valve was broken and sucked in air. On 18-nov-2022 information was received that: they were not able to successfully perform the ablation procedure using the vizigo¿ sheath as the valve was broken, it sucked air; effectiveness failure. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).